Event description:
Boston scientific received information that during a routine post-operative check, this right atrial lead was discovered to have dislodged. The lead was not sensing. A revision procedure was performed where the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.